Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 19 september 2006, stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 9.4cm from the proximal end of catheter. A full dimensional check could not be carried out as damage to the unit prevented measurements from being taken. However, the dimensional inspections which were carried out were in specification. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, no coating damage was evident. There are no other complaints reported for this batch of devices. CAPA was opened in 2005, as there was an increase noted in complaints where unpreferred method of flush was used. The proximal flushing port was removed in 2006. This will allow for flushing to be carried out only through distal port. Further info was requested and from the answers received, it can be determined that the catheter was flushed with saline solution before removing it from the dispenser coil and repeat flushing was performed. It is unk whether one or two ports were flushed and which port was flushed. Difficulty was experienced removing the catheter. As the requested info has not been received, it is unk if the instructions as per the dfu were adhered to. As per the dfu, before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. During the preparation of this catheter flushing was carried out via the proximal port. The flushing must be repeated if difficulty in removing the product from the dispenser coil occurs. This reported defect will be monitored and trended through the monthly complaints review board.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, after flushing, the shaft got stuck in the dispenser coil and as a result, stretched. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.